Event description:
Info received indicates the head of the bed is drifting downward slowly.

Manufacturer narrative:
After troubleshooting, the tech determined the problem to be a faulty CPR valve. The CPR function on the bed is working. The tech replaced CPR valve to repair the bed.